Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Today (B)(6) 2021 they were going to decrease the concentration from 2000 mcg/ml of baclofen to 500 mcg/ml of baclofen because after the case on (B)(6) 2021 the patient had been decreased from 135 mcg/day to 117 mcg/day, which the patient was still "too loose." The hcp then decreased herto 96 mcg/day and it was still too high so now the pump is at minimum rate. They were wanting to run through the total system content removal because the patient cannot tolerate the 2000 mcg/ml during the bridge bolus.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4). Implanted: (B)(6) 2008 explanted: product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 234.4 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that a catheter issue was discovered during a pump replacement due to normal elective replacement indicator (eri). When they opened the pocket there was no pump connector, and it was never found during the surgery. It was further noted that the original catheter was very short, 43 cm. They replaced the entire thing. It was further reported that recently the patient had a dose increase of 10%. The physician initiated therapy at 117 mcg/day and the patient was getting 234.4 mcg/day before the pump replacement. It was noted that even the lowest simple continuous dose was too much, so the patient was kept in the hospital and the pump was in minimum rate mode (dose rate of 12 mcg/day). Caller stated that they plan to change the concentration to 500 so they can lower the simple continuous dose. Additional information was received from a healthcare provider via a company representative. The company representative was in the operating room when the issue was discovered. A catheter break was suspected. All of the catheter was removed except for the pump connector portion. The hospital did not allow explanted devices to be taken by the company representative for analysis. The pump had been replaced with a model 8637-20 pump with serial number (B)(4). It was further reported that regarding report of even at the lowest dose rate having been too much for the patient and the patient was kept in the hospital, it was clarified that there was no device issue. The new starting dose, which was 50% lower than the original dose had made the patient very loose, and tone was needed for ambulation. It was suspected that the patient was not getting the original dose and the new one was still too high for this patient. The pump had been put in a minimum rate to resolve the medication/dose having been too high for the patient. The dose having been too high, and patient having been kept in the hospital was resolved. The patient¿s weight at the time of the event was unknown.